Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause of the reported malfunctions was unable to be identified. The legal manufacturer confirmed reprocessing may not have been conducted in accordance with the instructions for use (IFU). The following is included in the instructions for use: chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water nozzle. As a result, the air and water volume were insufficient and the water removal function was impaired. There was no patient involvement.